Manufacturer narrative:
Correction: d4, h4. Correction: the same issue was previously reported as 2017865-2020-02617. 2938836-2020-00794 was earlier reported under an incorrect serial number. The serial number has been corrected in d4.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.